Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system would not acquire a 3d spin. An error message displayed and said the navigation system was not connected. This was during a demo, and not in surgery. There was no patient present when this issue was identified. Onsite investigation discovered that the reported event was caused by the atp console. Field systems engineer also suspected that this was also caused by the motion control box, rotor tractor, system control board and the gantry door winch. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Analysis of the returned motion control box, rotor tractor, system control board and atp console could not confirm any failure with any of them as they all passed testing and operated as expected. Analysis of the returned gantry door winch revealed that it was damaged due to deformed teeth. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would not acquire a 3d spin. An error message displayed and said the navigation system was not connected. This was during a demo, and not in surgery. There was no patient present when this issue was identified.